Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -06.00 diopter, in the patients left eye (os), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to the patient experienced a refractive surprise. The lens was replaced with a different model but same length lens and the problem was resolved. The cause of the event was unknown. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens returned dry in a microcentrifuge vial. Visual inspection found the haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
H6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -06.00 diopter, in the patients right eye (od), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to the patient experienced a refractive surprise. The lens was replaced with a different model lens and the problem was resolved. The cause of the event was unknown.